Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with sensing of r-waves on the atrial channel causing inappropriate automatic mode switching. No changes were reported. There were no patient consequences.

Event description:
New information received notes programming changes were made on the implantable cardioverter-defibrillator to restore normal parameters. The patient was symptomatic to ventricular pacing but the changes made appeared to resolve the issue. There were no patient consequences.